Event description:
It was reported to philips healthcare that the heartstart xl unspecified clips were oxidized. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.